Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "lumen partially collapsed". However, there was insufficient information to confirm this potential root cause. The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient received three catheters on most recent order, the first one was used sunday night and on monday morning the catheter had come out, they stated there was a pinhole at the top of the y where the foley meets the y. The second foley inflated but will not release the water. Caregiver was now on third catheter and third insertion tray due to these issues. Per additional information received via email on 24may2024, it was reported that the patient was fine.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that patient received three catheters on most recent order, the first one was used sunday night and on monday morning the catheter had come out, they stated there was a pinhole at the top of the y where the foley meets the y. The second foley inflated but will not release the water. Caregiver was now on third catheter and third insertion tray due to these issues.